Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patients communicator displayed a red call doctor (rcd) icon which indicated a potential issue with the patient's implantable cardioverter defibrillator (ICD). The rcd icon occurred due to out of range (oor) shock impedances on the right ventricular (rv) lead. The ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD system exhibited high oor shock impedances on the rv lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended increasing the upper oor limit alert to 150 ohms and continuing to monitor. The ICD and rv lead remain in service. No adverse patient effects were reported.